Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving appropriate hv therapy for lead noise. It was noted the patient was also experiencing true ventricular arrhythmias and CPR was performed on the patient. Programming changes and lead revision were recommended. No further information available.